Event description:
(B)(4) - the dealer reported that the unknown model and serial numbers power wheelchair was lifted it up, and the switch kept on skipping when it was raised. There was no patient injury reported.